Event description:
We believe that the temperature control was bad, because on the ept ablation generator the selector would not default to "temperature" , which according to ept tech support it is supposed to do each time the catheter is connected to the automatic personality module (apm). Furthermore, the generator could not be manually changed to the "temperature" selection.